Manufacturer narrative:
The initial reporter also notified the FDA on aug, 2022. Medwatch report # 4633010000-2022-8016 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) the needle partially retracted. There was no report of patient impact. The following information was provided by the initial reporter: placed a IV in a patient and clicked the release button to retract the needle and the needle retracted halfway. Health care provider pushed the release button again and it still would not retract all the way in the cage.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) the needle partially retracted. There was no report of patient impact. The following information was provided by the initial reporter: placed a IV in a patient and clicked the release button to retract the needle and the needle retracted halfway. Health care provider pushed the release button again and it still would not retract all the way in the cage.